Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing due to noise. All other lead measurements were noted to be stable. Noise was reproducible with isometrics. Boston scientific technical services (ts) discussed the possible cause of the issue. There was also pacing inhibition noted that resulted to asystole greater than 2 seconds. The cause of the observation was not determined and patient was known to be pacer-dependent. This patient then underwent a lead revision where this rv lead was surgically abandoned and capped. This rv lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.